Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci assisted low anterior resection surgical procedure, a piece at the tip of the jaw of the suction irrigator instrument broke and became displaced. As a result, the instrument could not be removed from the patient through the cannula. Due to the displacement of the broken fragment, it became lodged inside the cannula. In order to remove the instrument, the distal end of the device had to be broken off. The instrument could then only be removed together with the cannula from the patient, after which the cannula had to be reinserted (re ported) into the patient. There was blood and fecal contamination inside the suction channel of the instrument, and since it was a single-use device, it could not be adequately cleaned and disinfected for transportation. Therefore, the instrument was discarded after the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragment fell inside patient anatomy. The customer broke the instrument outside of the patient to remove it completely from the cannula. Once it was done they placed the same cannula/port back in the patient.